Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status resulting in the patient to experience multiple episodes of syncope. Rhythmcare recommended device replacement. This device remains in service. No additional adverse patient effects were reported.